Manufacturer narrative:
The explanted microstent is expected to be returned for further evaluation. The device history records were reviewed for this manufacturing lot and all released product met specification. A supplemental report will be filed if new information is received. Explantation is listed in the instructions for use as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent hydrus microstent implantation on (B)(6) 2022. Subsequently, on (B)(6)2022, the device was explanted. The surgical nurse reported that the device moved during cataract surgery. No harm and no intraoperative cataract complications were reported. Attempts to gain clarification from the reporting nurse were unsuccessful and contradictory as the nurse was not present during the surgery and the surgeon is no longer associated with the surgery center.

Manufacturer narrative:
Correction : section h6 type of investigation code 3331 removed. Section d4 the lot number was previously reported as 21900440. However, after follow-up with the customer it was determined that this was reported in error; the lot number of the implanted device is unknown. Expiration date was reported as 30-sep-2022 but it is unknown. H4 was 30-sep-2021 but it is unknown. The explanted microstent and delivery system used to recapture and explant the microstent were returned to ivantis for evaluation. The microstent met dimensional and visual specifications. Functional testing using the microstent and delivery system used for explantation was performed; the device functioned as intended during advancement, release, recapture and retraction. Manufacturer reference #: (B)(4).